Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER due to a stroke. Upon initial interrogation of the patient¿s device, a backup vvi status message appeared on the programmer. A firmware download was performed, and the device was restored. The device was reprogrammed to previous programmed settings. All measurements were within normal limits and functioning appropriately. There were no consequences to the patient.